Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional information: how did clips not load properly, did they slow feed, sideways feed, multiple feed, or would not feed at all into jaws? Sideways feed/ slowly feed. What shape were malformed clips? Triangular shaped. On which firings of device did issues occur? Initial. What vessel or structure was the device fired on at the time of the event? It was not fired on a vessel. Was the clip fully advanced into the jaws prior to firing? It would not advance fully into the jaws. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. It would not feed into the jaws. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The scrub tech loads the clip applier prior to the surgeon firing it. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how did clips not load properly, did they slow feed, sideways feed, multiple feed, or would not feed at all into jaws? Sideways feed/ slowly feed. What shape were malformed clips? Triangular shaped. On which firings of device did issues occur? Initial. What vessel or structure was the device fired on at the time of the event? It was not fired on a vessel. Was the clip fully advanced into the jaws prior to firing? It would not advance fully into the jaws. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. It would not feed into the jaws. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The scrub tech loads the clip applier prior to the surgeon firing it. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a gastric sleeve procedure, the clip applier did not load clips properly within the jaws of the clip applier. The clips were malformed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected fifteen clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.